Event description:
Severe spasms and uterine pain for three days post uae. Unplanned overnight admission to hospital. Secondary to inability to urinate. Required catheterization. Second day post uae, experienced severe vomiting and temp of 100 degrees on the third day and 102 degrees on the fourth day. Pain was not controlled with IV medication. Dates of use: permanent. Diagnosis or reason for use: fibroids.